Event description:
Report received of a tubing separation. The tubing separated at the distal y-clave leg. This was reportedly noted upon opening the package and was not connected to a patient. No additional information was provided.